Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer reported that there was no thermofusion, although the surgeon tried several times to seal. The surgeon used a second device to complete the procedure, and there was no harm to the pt. Upon receipt of the device for eval at covidien, a preliminary investigation has found that the device immediately self-activates.